Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced fluid loss. The location and source of the fluid loss was not identified, the physician suspected that it was because the device was too old. A surgical procedure was performed in which the aus was explanted and replaced. No patient complications were reported.